Manufacturer narrative:
Concomitant product: sec tubing, therapy date (B)(6) 2016. The customer¿s report of a channel error was confirmed. The pump module error log confirmed 3 channel error codes 240.4150.0 (sensor_broken_high_failure) recorded on (B)(6) 2016, at 9:41 pm, 9:44 pm and 9:49 pm. Testing found the upper bottle sensor voltage out of specification. The cause of the channel error was a malfunctioning upper pressure sensor. The root cause of the malfunction is unknown.

Event description:
The customer reported that an unspecified channel error occurred while the device was in use on a patient. Virtually no other details are available. There is no report of any patient harm or medical intervention.